Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500's mg/dl. The customer was treated high with injection. Customer's blood glucose value was 550 mg/dl. Troubleshoot was declined for high readings. The customer reported cracked plastic in the battery compartment. The customer reported that insulin pump had no delivery alarm. Troubleshoot was performed. Customer reports alarm did not occur during manual prime and event was resolved by changing complete set. The product was returned for analysis.